Event description:
Hcp reported patient complained of increased pain, and small volume discrepancies were found on the last two routine refills. First refill, 8ml were aspirated from the pump reservoir, and 4.7ml was the expected volume. Second refill, 16ml were aspirated from the pump reservoir, and 14ml was the expected volume. Troubleshooting was done. The catheter was subsequently replaced, and the hcp reported finding "crystallization" material in the aspirating syringe as well as throughout the catheter connector, when it was explanted and removed from the pump connector. The pump was not replaced being that it was only 2 years old. The pump was infusing morphine and bupivicaine. Since the new catheter was implanted the patient is reported to be doing well.